Event description:
It was reported that the right ventricular (rv) lead has high impedance with a possible fracture. The rv lead was extracted and a new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was a lead impedance out of range alert, the criteria for the right ventricular lead integrity alert were met, and there was oversensing due to non-physiologic signals/sic (sensing integrity counter).